Event description:
Synthes (B)(6) reported an event in (B)(6) as follows: it was reported that the t-pal applicator is supposed to have moving parts but they locked (seized) during a spinal surgery, thus necessitating abandoning the introduction of the implant. Surgery was prolonged approximately 20 minutes due the reported event. The patient was not harmed. It was further reported that the three devices that comprise the applicator were oiled after the event and the device was returned to service. It was reported that prior to the complained event, only the handle was oiled, not the other devices. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.